Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't delivering insulin and it shuts off on its own without a low battery warning. Blood glucose of 530 mg/dl was reported. During troubleshooting customer reported blood glucose of 168 mg/dl. Blank display troubleshooting was performed and it was determined the customer doesn't used recommended battery type. Customer's mother was advised to insert a new battery and a new battery cap was sent. Troubleshooting for no delivery alarm wasn't performed as customer's mother had resolved the issue with a complete set change. No troubleshooting was performed on the high blood glucose level. Customer's mother is not returning the insulin pump for analysis.